Event description:
It was reported that the system displayed an iris pot error and had to be rebooted to finish a pain management case.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty iris potentiometer. System operates as intended.